Manufacturer narrative:
Product analysis: the device returned for evaluation. Deformation was evident to the distal stent with a strut raised. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug-eluting stent, the stent was unable to cross the lesion. The lesion was located in the distal third of the circumflex cx artery with discreet/moderate tortuosity, little parietal calcification and 80% stenosis. The device was inspected before use with no issues noted. Negative prep was not performed. The device was prepared only by attaching it to the pressure gauge syringe and filling the proximal portion of the shaft with contrast. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was used. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. No patient complications have been reported as a result of this event.